Event description:
It was reported that during a stenting treatment procedure, the tip of the guide wire detached. Two days prior to this procedure, the patient presented with a myocardial infarction. The right coronary artery (rca) was found to be totally occluded and a successful intervention was performed. During that procedure, vessel closure was also noted in the circumflex (cx) and the high obtuse marginal (om)/ramus, therefore the patient was scheduled to return for another treatment procedure. Vascular access was obtained via the left femoral artery. The two de novo target lesions were located in a moderately calcified and moderately tortuous bifurcation of the 95% stenosed high obtuse marginal/ramus and the 90% stenosed circumflex (cx). The lesions were concentrically shaped. The vessel diameter of the high om/ramus was 2.5-2.75mm and the cx was 2.25mm and was diffusely diseased. Two 182cm luge guide wires were placed in the lesions. Pre-dilatation of the high om/ramus was performed with a 2.25x20 apex balloon catheter followed by implantation of a 2.25x18 non bsc drug-eluting stent in the proximal om/ramus. A 2.25x15 apex balloon catheter was used to perform pre-dilatation of the cx followed by the implantation of a 2.25x8 non bsc drug-eluting stent. The stents were deployed at nominal pressure. Post-dilatation was performed utilizing the aforementioned balloons in their respective stents. Upon removal of the luge guide wires, it was noted that a 30mm fragment of one of the luge guide wires was in the distal edge of the 2.25x18 non bsc stent; it had detached from the luge guide wire used in the high om/ramus. A non bsc snaring kit was utilized in an unsuccessful attempt to remove the wire fragment. The patient was sent to the or where the wire tip was removed successfully during an emergent CABG. There were no additional patient complications reported and the patient's status is ok. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
User facility medwatch#: (B)(4).